Event description:
While doing a revision surgery, the surgeon took off the rod and discovered that there was an inserter tip that had broken off inside of the screw. When attempting to remove the screw, the coral friction head driver tip sheared off.

Manufacturer narrative:
Unable to determine revision level without instrument. The distributor stated that the surgery was not a revision, but a hardware removal based on a chronic infection. The inserter tip was easily removed, and despite the tip breakage of the inserter used to remove the screw, the inserter turned the polyaxial seat and backed out the screw. This will be treated as a MDR since the cause of the infection, which required the hardware removal is unk.